Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) was consulted and requested to have data from this device analyzed. The physician advised the patient will be scheduled for a device revision and a current download will not be sent in for review. At this time the crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) was consulted and requested to have data from this device analyzed. The physician advised the patient will be scheduled for a device revision and a current download will not be sent in for device analysis review. At this time the crt-p remains in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.